Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported ¿keeps going in and out, blacking in an out indefinitely¿ was confirmed it was identified a worn out video connector was causing poor connectivity with the camera head/scope connector paddle. Additionally, it was recommended the software be upgraded to the latest version. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera elite video system center ¿keeps going in and out, blacking in an out indefinitely¿ which was found during preparation for use. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty video connector socket. The specific root cause of the faulty video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.